Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced recurrent soft tissue infections and scrotal abscesses following implantation. The reported infections and abscesses were treated. It was later reported that the prosthesis eroded and caused infection. To control the infection, the prosthesis was explanted. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion, infection and abscess are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion, infection and abscess are known risk associated with this device type and indicated as such in the instructions for use.